Manufacturer narrative:
Initial reporter phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The fse reported the device was vent inop due to the machine and proximal pressure sensors failed. The customer reported there was no patient involvement.